Manufacturer narrative:
Additional information: g3, h3, h6 based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to user error of the device due to excessive force used during suture passing.

Event description:
On 12 september 2024, it was reported by a sales representative via email that an ar-3630-1 fibertak, doubload fw bl/w, blk/w was reported to have snapped during use. This occurred on (B)(6) 2024 on (B)(6) hospital during a rotator cuff repair. It was reported that the fibertak anchor was implanted and when surgeon passed one limb of the suture, it snapped off close to the mid part of the suture. Nothing sharp came in contact with any point of suture. The case was completed successfully using extra fiberwire. There was case involvement.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.